Manufacturer narrative:
Product ID 8780 serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8840 product type programmer, physician product ID 8870 product type software. (B)(4).

Manufacturer narrative:
Concomitant medical products: physician programmer: model: 8840, serial# unk. Catheter: model: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. (B)(4).

Event description:
It was reported that patient had the pump placed recently. As of the date of this report the healthcare provider (hcp) was interrogating the pump; patient had the dose changed a week ago and they were titrating the medication. Drug delivered via the device was prialt. Hcp was trying to up the medication "a little bit" and upon interrogating it with the physician programmer he got the message of a pump memory error, with grayed out boxes on the programmer. Hcp interrogated it twice with the same exact results. When hcp hit okay on it brought up the pump status, with all of the information. It was noted that the application card was of an older version. It was added that the pump was last programmed with newer version application card and today the hcp was using an outdated application card that didn't have catheter information. The catheter information was programmed successfully using "other" as the catheter type and entered appropriate total catheter volume.